Event description:
It was reported that the initial revolutions per minute (rpms) display would not appear until the display button on the system controller was pressed about 5 times. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a2: patient age corrected. Section d9: corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: the reported event of needing to press the display button 5 times to view the pump speed on the system controller was not confirmed. All log file data is not relevant to this reported event. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The controller was connected to a mock loop and the display button only needed to be pressed once to show rpm on the display. No display issues were observed. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.